Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the second clip interacting with the first clip. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr) in the patient with a short posterior leaflet and a potential cleft on the medial scallop between second and third scallops of posterior leaflets. There was poor imaging quality at times, but visualization was achieved. The first mitraclip was implanted, but the clip did not release from the clip delivery system easily. During retraction of the delivery catheter handle, a tug was noticed on the echocardiogram and when the clip deployed there was a small bounce. The clip was attached to both leaflets. The second mitraclip was inserted and interacted with the first clip resulting in a single leaflet device attachment (slda) of the first implanted clip. The physician suspects that the slda may have been related to the mitraclip being deployed too close to the cleft. It was not feasible to implant a third mitraclip. The procedure was completed with mr grade 2-3. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the case details, the reported caused damage was due to user technique/procedural conditions as the second clip interacted with the first clip. The reported poor image resolution was likely due to a combination of patient and procedural circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.na.